Event description:
It was reported that the caster horn assembly was bent and the fowler gas cylinder was leaking. There was no reported pt involvement or adverse consequences reported for the alleged issues.

Manufacturer narrative:
Caster horn assembly.